Manufacturer narrative:
UDI - (B)(4). Reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the power module device housing was cracked. It was also noted that the device failed pre-repair diagnostic tests for general condition and lever, position of the motor shaft, motor shaft abrasion and free movement, charging sockets, information button and self-test, charging and checking of power module in the charger, function test, saw test, and check indicator ¿ liquid damage. It was noted in the service order ¿not working properly¿. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.